Event description:
A power source alert was reported by the caller, who was using a tandem wall adapter not accompanied by a tandem charging cable. There was no adverse impact to the customer¿s blood glucose level, specifically not exceeding 500 mg/dl. Attempts to charge the pump by leaving it plugged into a working outlet for at least 30 minutes did not succeed, and the caller had no alternative wall adapter or charging cable to try. Tandem support confirmed the pump was under warranty and guided the caller on reverting to multiple daily injections (mdi) as a backup therapy. Instructions on storage mode were provided, and arrangements were made for the caller to return the malfunctioning pump using a pre-paid label within 10 days.